Event description:
It was reported that following the patient discharge two days after pump implant (on (B)(6) 2012) patient was readmitted to the hospital on (B)(6) 2012 due to a "spinal headache". The patient was positioned flat for 72 hours. The health care providers then found that her incisions had "busted open". The patient was subsequently discharge home, but was readmitted at a later date due to a fall off her mobility scooter and "leakage of fluid". The leakage of fluid was also reported as a csf (cerebrospinal fluid) leak. It was indicated that a physician had advised that the patient should take the device out, but the patient did not agree. A second opinion from another physician was that if there was an infection it "was very minimal and she could keep the pump in". The patient monitored her incision sites and there was no sign of infection. The patient inquired as to whether or not the "pump would make her constipated" and was referred to her physician if her symptoms persist. Drug delivered via the device was baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: unk; pouch model: 8590-1, lot# n3 19536, implanted: 2012 (b)(46, explanted: unk. (B)(4).